Event description:
On (B)(6) 2012, the reporter claimed that the patient¿s blood glucose elevated to "high," possibly over 600 mg/dl because the reporter allegedly forgot to give the patient bolus insulin to cover for his lunch. The patient had symptom of excessive urination at the time of concern. During troubleshooting, the customer care advocate verified time and date was correct. The basal segments were programmed accordingly. There was no evidence of an inaccuracy delivery issue. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient had elevated blood glucose with symptoms that can be suggestive of a hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014, reported date of (B)(6) 2012 is overwritten in the black box. There was no activity outside of normal use is observed. Total daily dose adds up and reflects daily basal target. Advanced boluses were performed correctly and were recorded at the correct time and order in the bolus history. The pump reflected 24u after 24hr on 1u/hr duration test, the product delivers within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).